Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the internal hoses, including the oxygen water trap/ inlet filter assembly to address and correct this reported event. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with an internal oxygen leak. No patient involvement.